Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 30-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that complications were encountered while attempting to implant an impella rp flex for patient support. It was noted that the pump was unable to advance due to cannula and swelling of the native heart. After multiple failed attempts, the implant was aborted and the patient succumbed to their condition. There was no allegation of association between the patient's passing and the device.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related as it was reported to placement was difficult due to the anatomy of the patient.